Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the pump was replaced due to the patient and physician choice since the pump was empty for several months. Furthermore, the patient had illness and unable to be at their appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown co ncentration/dose via an implantable pump for spinal pain indications. It was reported that after the pump was placed and initially filled the patient never got it refilled. The hcp stated that patient had some seizures and a lot of health problems and they were now trying to decide next steps. The hcp stated that patient was put on hydrocodone. The hcp stated that she assumed the pump was empty but did not know exactly when as she did not have pump logs and the patient was not present to read the pump. The issue was not resolved through troubleshooting.

Manufacturer narrative:
H3. Analysis was not conducted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the pump alarmed since it was empty. The patient had cardiac issues and apparently was ill and unable to come in for her refills. No troubleshooting was done per the logs. The patient was sent to surgeon for pump replacement since the pump was dry for several months. They reached out to technical services, and adjusted the pump alarm, as well as amount in the pump reservoir, so the alarm will not sound as this pump will need to go to hospital pathology for a period before it is sent back to medtronic for analysis. The pump was never refilled again after it was implanted. The pump was replaced, and the pump will be returning for analysis. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a company representative (rep) stated that the pump was replaced today, and she will be sending it back for analysis. The pump was beeping due to an empty reservoir. The pump has been empty since (B)(6) 2024 per pump logs.

Manufacturer narrative:
H.10.: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient's seizures and health problems were unrelated to the medtronic device and/or therapy. The cause of the empty reservoir was determined to be due to the patient never having pump filled. The patient had their pump placed (B)(6) 2023 and became ill and ended up in a nursing home. The patient would get this filled since she was no longer ill.